Event description:
A customer in (B)(6) notified biomérieux of a discrepant result associated with the vitek® 2 ast-n192 test kit involving a neqas-ears_net study. The customer reported the vitek® 2 ast-n192 gave false susceptible ertapenem results (ertapenem mic <=0.5 and neqas cmi=4). The customer indicated testing was repeated and the same results were obtained. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed. This investigation was due to discrepant results on piperacillin/tazobactam (tzp) and ertapenem (ert) on vitek® 2 with (B)(4) survey qc strain. Identification of the organism was confirmed, and testing included the two (2) customer lots (cl1 5620068103 and cl2 562399640) and a random lot (562386320) of ast-n192 cards, but also both customer (770388020) and random (770391520) lots of ast-n330 cards. In parallel, reference methods were performed: - broth microdilution (bmd) ertapenem (ert) and piperacillin / tazobactam (tzp) because the formulary etp02n (in ast-330) and tzp03n were developed with this method. - agar dilution, the method used to develop the formulary etp01n in ast-n192 card. *on the three (3) lots of ast-n192 cards, tzp mic = 8 mg/l s/I and etp mic </=0.5 mg/l s were obtained. **for tzp, the vitek® 2 cards were in essential agreement , within 1 doubling dilution, with the reference bmd mic (4mg/l). And no category error. **for etp, the vitek® 2 cards were in essential agreement , with the reference bmd mic (0.25 mg/l mg/l). And no category error. - ast-n192 cards performed as intended and no further action is required. *on ast-n330 cards, tzp mic = 16 mg/l I (cl) -8 mg/l s/I (rl) and etp mic </=0.125 mg/l s (with both lots) were obtained. ** for tzp, the vitek® 2 results were not reproducible: mic of eight (8) on the random lot were in essential agreement with the reference bmd mic(4mg/l) and the mic of 16* mg/l on the cl was in essential agreement error (+2 doubling dilutions) with a minor discrepancy. ** for etp, the vitek® 2 cards were in essential agreement , with the reference bmd mic (</=0.03 mg/l mg/l). And no category error. -->ast-n330* cards did not perform as intended once on the customer lot only. In-house, the reference results were very different from (B)(4) values, tzp mic = 4/4 mg/l (bmd), etp mic [?]0.03 mg/l (bmd) and 0.25 mg/l (ad) were obtained. The (B)(4) values for etp (4 mg/l r) and tzp ( >/=128 mg/l r) were not reproduced. Root cause: atypical strain.